Event description:
It was reported that during an unknown procedure, it was observed that the reload would not fit on the device. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025 d4: batch #unk additional information was requested, and the following was obtained: additional information was requested, and the following was obtained: - firing sequence started but not completed, device did deliver some staples but not all, staples were properly formed, staple line was not complete, device did cut, cut line was complete, no issue with the cut line. Per the physician, the stapler locked out and would not open, had to manually retract the knife blade. - just to clarify, the statement ¿per the physician, the stapler locked out and would not open, had to manually retract the knife blade.¿ which device does this refer to? The first ech60s or the second ech60s? The first ech60s the 2nd one would not load with the reloads from the same lot number investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a97t0d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.